Event description:
Three pts are suffering side effects from laser eye care to treat hyperopia and myopia. Dr has modified four lasers to perform beyond their original parameters. Facility has four lasers. All are summit apex laser. All are first generation. One of the pt is suffering nightime glare and halos. Another pt was treated for hyperomia for which this machine is not intended. The third pt was being treated for myopia and had a -10 or -11 diopter. The laser is only intended to be used on pts with diopter not beyond 7. This third pt could testify that they knew their dr had taken the laser apart to operate better.